Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. System was booted into 2d mode upon arrival. When dock function attempted, docking pins would not move downward into docking divots. Inspection of x-stage cover showed numerous indentations around divots, and across the end of the cover. X-stage cover was removed, and manually manipulated to remove dents. Cover replaced, system re-homed, and dock function restored. No parts were replaced. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system gantry was unable to dock in the "home" position. The user attempted the invalidate home procedure, which did not resolve the issue. There was no patient present when this issue was identified. No additional details were provided.